Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The monopolar curved scissors (mcs) instrument was analyzed and found to have a frayed grip cable at the distal end.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer was unable to control the tip of 8mm monopolar curved scissors (mcs) instrument. The procedure was completed with no reported injury. No fragment(s) fell into the patient's anatomy.

Manufacturer narrative:
A review of a customer provided image was performed by an intuitive surgical, inc. (Isi) regulatory market surveillance analyst. The following additional information was provided: the image depicts a broken cable. The 8mm monopolar curved scissors (mcs) instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.